Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged that pump was broken and there was a missing segments. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The pump rattle when shaken. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
The pump was received with a missing segment/partial display, flashing white display, and critical pump error (open book image) alarm. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement test, active current measurement test and self-test due to missing segment/partial display, flashing white display, and critical pump error (open book image) alarm. Unable to download history files and traces using thump due to flashing white display and critical pump error (open book image) alarm. No pump rattling anomaly noted during testing. However, other cosmetic damages were noted. The following were noted during visual inspection: minor scratched display window, cracked lcd window, scratched case, pillowing keypad overlay, cracked select, up left, and right button at keypad overlay, texture damage at keypad overlay, scratched keypad overlay, and scratched display window cover. Pump was cut open to perform visual inspection and found moisture on pcba1 and pcba2. No damage found on motor and force sensor. No loose components noted during visual inspection. Force sensor zero offset within specification (22.9 mv). The test p-cap locks properly in place in the reservoir compartment noted. Display anomaly-missing segments/partial display confirmed due to cracked lcd glass. No pump rattling anomaly noted during testing. However, other cosmetic damages were noted. Cosmetic damage confirmed. Critical pump error (open book image) confirmed due to moisture damage on pcba1 and pcba2. Flashing white display confirmed due to moisture damage on pcba1 and pcba2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.